Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted with the implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they suspect that their implantable pulse generator (ipg) was interfering with their spinal cord stimulator. The ipg remains in use. No patient complications have been reported as a result of this event.